Manufacturer narrative:
Product implicated and returned for eval is plastic port w/attachable 6.6fr catheter. Assembly appears to be complete. Catheter tubing is attached to port stem with cath-lock. Tissue residue and grip marks from serrated jaw hemostat are seem on the cath-lock outer diameter. Proximal end of tubing is split and flared out at stem base against port housing. There is a small gap between lock and port. Distal end of catheter tubing has been cut square with sharp instrument. Overall length of sample measures 11.6". No printed depth marker dots present on catheter. There are multiple needle stick marks in port septum. Red residue darkens port reservoir as seen through septum. Blood residue is seen in seams on bottom side of port shell. Two tiny protrusions are seen on bottom side of port base, most pronounced of two near center of bottom. A history review of lot #36gg5961 shows no related mfg issues, and one other field complaint of pierced port base, also reported by this customer, and found to be user error. Notes in file indicate that port base was pierced with, "no untoward outcomes". Port's septum is removed using needle-nose pliers and the interior of reservoir is viewed. Build up of fibrous blood plaque residue is removed from reservoir walls and floor using tweezers. Inside of reservoir is stained with a pink dye, probably from dye study used to identify leak. Under magnification, floor is scratched and pitted. Floor is eroded in at least 4 places, two most severe sites corresponding with protrusions in bottom side. It appears that excessive pressure had been applied to accessing needles on numerous occasions which lead to erosion of the reservoir floor, and ultimately complete break-through in base bottom. When excessive force is used, needle tip can be forced through hard plastic base. Force of 19 pounds or greater is required to performate reservoir wall. This is much greater than 1 to 2 pounds force required to pierce silicone septum.

Event description:
The port base was pierced. According to the or charge nurses, there were "no untoward outcomes" from the incident.